Event description:
According to the reporter, during a robot-assisted distal gastrectomy procedure, in duodenotomy, the user was able to press the green button, and even though the preparation for firing was completed, the device did not fire when the firing button was pressed. There was no error message displayed. To resolve the issue, a new device from another manufacturer was then used. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle sigadaptxl - sig power sigadaptxl linear xl adapter sig power sigpshell control shell, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted distal gastrectomy procedure, in duodenotomy, the user was able to press the green button, and even though the preparation for firing was completed, the device did not fire when the firing button was pressed. There was no error message displayed. To resolve the issue, a new device from another manufacturer was then used. It was noted that the handle and adapter work with other devices. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was pre-fired and the interlock was engaged. Staples were protruding from the proximal end of the staple cartridge channel. The jaw of the reload was open. The sled was slightly advanced. Functional testing found that the reload was loaded into a representative pmv handle. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted distal gastrectomy procedure, in duodenotomy, the user was able to press the green button, and even though the preparation for firing was completed, the device did not fire when the firing button was pressed. There was no error message displayed. To resolve the issue, a new device from another manufacturer was then used. It was noted that the handle and adapter work with other devices. There was no patient injury.